Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective video cable connectors could not be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the complaint was confirmed. During inspection, it was found that the device was faulty and resulting in no image due to failures of the video cable connectors. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center displayed no image. This occurred during reprocessing. The patient was not under sedation at the time and there was no procedural delay. The facility finished the therapeutic laparoscopy procedure with the same device. There was no procedural or patient impact as a result of the event.